Event description:
The user facility reported that upon attempting to deploy the 6f angio-seal in the left groin, the angio-seal became stuck and would not release the suture to reveal the green tamper tube. The staff facetimed the terumo territory manager they were able to provide remote support as per they are trained by cutting the tube between the cap and the sheath, removing the sheath and delivery, then manually tamping down the collagen. The angio-seal was visualized under ultrasound and hemostasis was achieved. Procedure was successful and the patient was doing well. The estimated blood loss was less than 250cc. There was no patient injury. Additional information was received on (B)(6) 2025: the procedure sheath used was 5f for a transarterial chemoembolization (tace) procedure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The case went very smooth. A pre-deployment angiogram was performed. There was no calcium or lesions near the access site. The patient was stable. There were no issues with insertion, just got stuck during deployment, the suture string would not release.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut between the latches. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed and no issue was identified with device deployment. The complaint was confirmed for deployment difficulty of the suture. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).